Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified peeled coils and a kink approximately 12cm from the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2014. It was reported that during a valvular transplant procedure, advancement issues occurred. The physician selected an amplatz super stiff guidewire for the procedure. Upon advancement difficulty was encountered. The physician noticed 20cm of the distal end appeared to have a rough surface. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed peeled coils.